Event description:
During pt treatment with the model 3100a, the 3100a's oscillatory driver stopped for no apparent reason and without any alarms. The pt was hand-ventilated then placed on another 3100a without compromise.